Event description:
Home monitoring iegms appeared to show some high frequency noise on the far field signal. Recommended bringing patient in to evaluate with postural testing and question about using any external device that could cause noise. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.